Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, when inspecting from the distal end of the forceps port, the subject device had black material attached to the endoscope forceps channel along with multiple crystals and foreign bodies in the forceps channel. There was no patient involvement.